Manufacturer narrative:
The device was not returned by the user facility and no photographic evidence was provided; therefore, the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the certificate of conformance from the manufacture was unable to be performed since no lot number was provided. A two-year review of complaint history revealed 3 other similar complaints for this product family and failure mode. In that same timeframe, 600,269 units of this product family have been sold worldwide, making the rate of occurrence of this intraoperatively failure 0.0007 percent, if all complaints were confirmed. The instructions for use advises the user of the following. Failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Once safe and proper entry has been achieved, ensure that the black line at the distal tip of the airseal access port is visible within the cavity at all times the airseal access port is being used for insufflation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a robotic hysterectomy, using a ias5-100lp airseal access port, the patient presented with subcutaneous emphysema. The reported device was noted to be sitting inside the abdoment but sitting in subcutaneous tissue. No alarms or on-screen warning were reported from the airseal unit. The patient's carbon dioxide levels rose dramatically and the subcutaneous emphysema reached the neck. The robotic procedure was cancelled and converted to an open procedure, which resolved the subcutaneous emphysema. The procedure was completed with an over 30 minute surgical delay and no further reported complications. This report is being raised on the basis of the conversion of a closed procedure to open due to complications with subcutaneous emphysema.